Event description:
Patient presented with syncope, intermittent loss of capture and failure to pace. It was reported that it was impossible to interrogate the device, and the patient was scheduled for emergency generator change.